Event description:
Boston scientific received info that this dextrus right ventricular (rv) lead was exhibiting steadily rising threshold measurements following implant. The lead was found to be dislodged and a revision procedure was performed. The lead was successfully repositioned and remains actively implanted. No adverse pt effects were reported. No other adverse events have been reported. This issue will be re-evaluated if add'l info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.